Event description:
It was reported that during a shoulder case, the arm of the pt was expanding due to the unit continuously pumping fluid into the arm. It was further reported that there was no beeping or anything to indicate that the pressure was not working correctly.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.